Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair due to sui, cystocele and mild rectocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding. It was reported that the patient underwent diagnostic laparoscopy on (B)(6) 2009 concurrently with lysis of adhesions, exam under anesthesia and drainage of pelvic hematoma through the right vaginal sidewall due to pelvic hematoma. It was reported that the patient underwent mesh revision on 06/10/2013 due to incontinence. (B)(4).